Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. The reporter stated that the pump emitted multiple call service alarms at random in one day. The alarms were related to a sleep alarm. The reporter allegedly rebooted the pump and primed the pump again after each alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 04/15/2014-device evaluation:the pump has been returned and evaluated by product analysis on 03/31/2014 with the following findings:a review of the pump black box data indicated multiple cs 054 call service alarms on the event date. During testing, the pump powered on properly. The pump was exercised for 24 hours and the rewind, load, and prime steps were completed successfully with no duplicated alarms. The pump case was removed and no evidence of moisture ingress was found. No damage or other anomaly was observed among the internal components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.